Event description:
It was reported that a discrepancy occurred between the displayed and actual time on the device, which was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor the device, with a follow-up recommended if the time discrepancy persisted. The customer understood and acknowledged the instructions.